Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia and got treated with intravenous (IV) insulin drip. Blood glucose level was high at the time of the event and was caused by bent cannula. The duration of hospitalization was overnight stay. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hong kong.